Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was shocked possibly more than nine times. The patient was taken to the hospital where the implantable cardioverter defibrillator (ICD) was turned off. Follow up information indicated that the shocks were inappropriate and were due to a loose lead. The lead remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.